Event description:
Reportedly, during pt use, there was a "cmos checksum error- default loaded" error message. The pt was manually ventilated before being transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.